Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed. The source of the infection is unknown. Device was explanted and a temporary device was used until a permanent device was implanted. Patient was stable.